Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by a physician that the patient visited the emergency room (ER) with hyperglycemia. Additional information was solicited, but unavailable.

Manufacturer narrative:
It was reported by a physician that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose rose to 25.4 mmol/l (457.2 mg/dl). The pod was worn on the patient's arm for longer than 48 hours. Prior to visiting the ER, the patient delivered a high amount of insulin for treatment. The patient was admitted to the ER and was placed under observation. The patient was discharged after a few hours.